Event description:
A malfunction alarm was reported with the code malf 9, although no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappears, which the customer acknowledged.